Event description:
Attorney advised patient claims unspecified injuries and damages caused by the screw.

Manufacturer narrative:
This device is used for treatment not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.